Manufacturer narrative:
User was traversing a ramp and alleges the chair veered then rolled down a hill. It's unknown if the ramp transversed was to ada codes. The chair was serviced and the parts were not returned to the manufacturer. The chair remains in service with no further issues. MDR filed based on unintended movement. Malfunction is not confirmed.

Event description:
The consumer was going up a ramp into her apartment building when the chair kept going to the right and would not go to the left, allegedly causing the chair to roll down a hill with the consumer in the chair. The consumer was recovering from rotator cuff surgery that they had a month prior to the alleged incident.